Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient with this pacemaker device stated that in one year time lost the equivalent of two and half years and may have actually been because pacemaker device was being used fifty percent of the time and due to valve replacement a while ago. The pacemaker device remains in service. No adverse patient effects were reported.